Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the patient experienced multiple falls, and the ipg was flipping in the pocket [related manufacturer reference number: 1627487-2025-06098] resulting in the high impedances on both leads. Surgical intervention was undertaken wherein the system was explanted and replaced.